Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is a patient-specific event. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/25/2025, it was reported by the patient via phone that they had undergone a left-hand tightrope cmc joint arthroplasty suspension procedure on (B)(6) 2025, during which an ar-8988-cp fiberlock suspension system was implanted. At approximately six weeks post-surgery, the patient began experiencing symptoms consistent with complex regional pain syndrome (crps) in the left hand near the site of implantation. The patient expressed concern that their body may be rejecting the implanted material, citing a history of hypersensitivity to products and a known allergy to metals. Both the patient and surgeon are aware that the ar-8988-cp product does not contain metallic components. Currently, the complication is being managed with two steroid injections administered to the affected left hand and ongoing occupational therapy. The surgeon confirmed via x-ray that the thumb has healed properly and appears normal. At this time, the need for further surgical intervention remains undetermined, and the patient's dermatologist requested to conduct a scratch test specific to the arthrex product. The patient also inquired whether arthrex could provide a small product sample for the allergy testing.